Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, t-wave oversensing resulting in one inappropriate shock was noted on the right ventricular (rv) lead due to dislodgement. The physician suspects the rv lead dislodgement was caused by the patient using orthopedic crutches. Diagnostic imaging was performed, and rv lead dislodgement was confirmed. The rv lead was successfully revised, and the patient was stable following the procedure.

Event description:
New information received indicates the t-wave oversensing was post-sensed t-wave oversensing.